Event description:
A customer reported an altitude alarm issue with their insulin pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was following precautions to prevent the alarm and was instructed by technical support to return the problematic pump via ups using a pre-paid label within 10 days. A replacement pump was sent, and the customer was provided with instructions for putting the old pump into storage mode and using the replacement upon arrival.